Event description:
During rf procedure, the case had to be cancelled due to a warning o6. No other info is available for this incident.

Manufacturer narrative:
DHR could not be performed on the indicated lot number as this number does not exist. Therefore, date of manufacturer and approximate age of the device is unknown. Device has not been returned for evaluation.